Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the mainframe had no monitoring signal prior to the procedure. The case was completed using a back-up device. There was no patient involvement.

Manufacturer narrative:
Analysis found that the customer's complaint could not be confirmed, the device was received in good conditions and there were no deviations found. The muting probe o-ring was worn. The software has been installed. The mainframe has been successfully tested according to specifications. Device manufacturing date of 2018-03-06 is no longer applicable. (B)(4) are no longer applicable. If information is provided in the future, a supplemental report will be issued.